Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the rv lead was returned for analysis. The allegation against the product was not confirmed. No analysis was performed as reported allegations of infection with sepsis and erosion were known inherent risk of device. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead was part of a system revision due to infection with sepsis and erosion. There were no additional adverse patient effects reported. The rv lead was explanted.